Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during testing. The pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No unexpected pump shutting down, powering off, or loss of settings noted during testing. The pump was monitored for 24 hours with unit programed time, date correct and several bolus were programmed. The pump delivered properly, and all bolus were programmed. The alarm history function properly and all history alarms showed in alarm history. There was no time and or date anomaly or alarm history anomaly noted. The pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with high blood glucose levels and blank display. The customer's blood glucose level at the time of incident was 600mg/dl. The customer's most current level was over 400mg/dl. The customer treated the high with pump. Troubleshoot was conducted. The pump passed the self-test, but the customer declined to complete troubleshoot. The customer was requesting pump replacement. The customer was advised the pump would be replaced and returned for analysis.